Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notification due to high, out of range atrial lead impedance. This may indicate possible lead damage. The atrial capture trend also indicated high capture thresholds. Lead integrity test and repositioning was discussed. The patient condition was good.